Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# 0206240166, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-33, lot# 0206240166, implanted: (B)(6) 2012-, product type: lead. (B)(4).

Event description:
It was reported that there was a lead migration that required a revision. It was noted that the lead had been re-positioned. It was noted that stimulation was in the wrong area due to lead migration. It was noted that the lead had been re-positioned on (B)(6) 2013-. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included less than 50 percent therapy relief. It was noted that the location of the issue was unknown. It was noted that the event was solved on (B)(6) 2013.